Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reports: during a procedure surgeon was reaming the humerus and the reamer head came off the guide wire. Surgeon was not able to retrieve the head. Surgeon was not using the live to keep the reamer head from coming off. The reamer head is in the patient's humerus.

Manufacturer narrative:
Lot #: 3071310001. Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn as no product was returned.